Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in the emergency department on (B)(6) 2018. The patient had received inappropriate therapy due to noise oversensing by the right ventricular lead. The patient was presyncopal to the oversensing. No other anomalies were reported. The right ventricular lead was capped and replaced on (B)(6) 2018. The patient was stable before, during, and after the procedure and would continue to be monitored.